Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u33. The shorted ic chip caused the negative portion of the biphasic defibrillation waveform to be missing.

Event description:
It was reported that their device had its service indicator illuminated and had logged an event code. The device also displayed an "abnormal energy delivered" message when delivering defibrillation energy and additionally, was only delivering a monophasic shock. The monophasic shock delivery reduced the energy level by approximately 20 percent from the selected energy level. There was no patient use associated with the reported issue.